Event description:
It was reported the patient failed to charge the device as recommended. In turn, the patient¿s ipg was unable to establish communication with the external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, surgical intervention took place where in the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.